Event description:
Customer took a blood glucose reading and received a result of 90mg/dl, they had a low blood seizure. They were given orange juice and a sugar shot. The ambulance was called and they did a blood glucose test and received a result of 198mg/dl. The device also used and received a result of 89mg/dl. Control l2 was expired. A request was made for the return of the suspect device. Replacement products were sent.